Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Following the procedure, the patient experienced severe groin pain. The patient has been seen by urogynecologists, pain team consultants and had a pelvic MRI. The patient underwent a tape division on the left side and has had a local steroid and anaesthetic injections. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the initial procedure was on (B)(6) 2009. Concomittantly, the patient underwent insertion of mirena coil for menstrual problem and contraception. The surgeon opines that the severe groin pain is inherent to the transobturator nature of the procedure. The patient also experienced constipation post operatively. The pain was left groin pain radiating to the left iliac fossa and left hip. An MRI of the pelvis did not reveal any abnormality to account for the symptoms. Minor degenerative changes were noted at the pubic symphysis. The patient was also given codeine for pain. The patient is still ongoing treatment for pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.